Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 520 mg/dl with extreme drowsiness, nausea, vomiting, difficulty waking up associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. It was revealed that the time in the pump was off by less than an hour and was not a cause of the bg excursion. The reporter stated that the patient had chronic neck and back pain and was out of pain medication and has also been under a lot of stress. It was also reported that the patient was currently on an antibiotic for an ear infection. Cts determined that a change in stress, signs/symptoms of illness and a change in pain level contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. It was also determined that the patient overriding the dosage recommended by the bolus calculator contributed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.